Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, the the foot petal was unable to be advanced into the vessel. It was noted the foot was fully closed. The prostyle device was removed and one new prostyle device was successfully pre-placed. The procedure was completed, and hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to advance, include, but not limited to, patient artery/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to the circumstances of the procedure. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Pictures were provided of the device and the observations/review of the photos showed no anomalies. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.